Manufacturer narrative:
(B)(4). Actual date of event is unknown. The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis cassettes was leaking inside the machine. The event occurred before the patient was connected. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available. This is report 3 of 3.